Event description:
It was reported that during a knee surgery the tip of the screw broke during installation. The broken tip remained in place and was enough to fixate the screw. The broken-off end was retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed due to the damage to the device. Upon visual evaluation, the tip of the screw is broken off and the broken pieces were not returned. Most likely cause is attributed to misuse due to user error, applying excessive force.